Event description:
Philips received a complaint on the v60 ventilator indicating that the navigation ring was not working. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The bench service engineer (bse) placed an order for a replacement front bezel without navigation ring. This investigation is ongoing. Investigation ongoing / resolution pending.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the bench service engineer (bse), it was confirmed that the device was not in use at the time the navigation ring issue was found. The investigation remains ongoing.

Manufacturer narrative:
H10: manufacture bench service engineer replaced the front bezel with navigation ring and performed verification testing. The device was confirmed to meet the manufacturers specifications and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.